Event description:
It was reported that prior to a surgical procedure conducted at the user facility the black led cover was found to be missing from the device. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event that the tip was bent and missing a black led cover were confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility, the black led cover was found to be missing from the device. No patient involvement or procedural delays were reported with this event.